Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 2.7 inr on coaguchek system 1 and 2.0 inr/2.2 inr on additional coaguchek systems. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.